Event description:
Sales rep reported, that a patient who was implanted with the charite disc had the artificial disc explanted by a surgeon for unknown reasons. The sales rep did not find out about this until the day after it was explanted. The rep reported that, the patient had bone growth on the metal endplates. X-rays did not show any migration or subsidence of the implant. The reason for removal is not clear at this time. The surgeon is holding the device and will not return it to depuy spine for evaluation. As surgical intervention occurred an MDR is being filed.

Manufacturer narrative:
No definitive conclusions can be made at this time. At this time, no connection can be made between the event and any shortcomings of the device or information provided with the device.